Event description:
It was reported that there was non-sustained tachycardia (nst) episodes with noisy electrocardiogram (egms) on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314vrg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.